Event description:
General surgery case, repair of hernia. The power to the respirator and the laparoscopic equipment went out at a crucial point. No electrical deficiencies were noted with the initial determination. Investigation is ongoing.